Event description:
It was reported that the customer experienced elevated blood glucose levels (200-300 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer initially declined training prior to using the pump. Customer changed her site and increased her basal to stabilize her blood glucose level.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted.